Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. The customer stated that the sensor had been reading low for 3 days and the insulin pump kept going into threshold suspend. She had to turn the sensor off. Customer's current blood glucose value was 40 mg/dl and the sensor was reading over 100 mg/dl. The customer stated that she received two calibration errors and a change sensor alert. Troubleshooting was done and the customer was advised to change the sensor and call back if issue persists.